Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the camera was connected, the screen displayed vertical white lines during inspection prior to use of an olympus rigid video laparoscope. There was no patient involvement reported.